Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronic assembly. Due the blank display functional testing wasn't possible. The device was received with moisture damage on the motor, vibrator, keypad, and battery tube assembly. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed external flash crc error. She had removed the battery and could not get the display to return and it has a constant tone. Customer's blood glucose was 125 mg/dl. Troubleshooting on the insulin pump was attempted for the alarm, constant tone, and blank display however; the customer didn't have a new battery to complete it. Customer was advised a new battery cap will be sent. Customer called back on (B)(6) 2016 and hadn't received the battery cap but customer was then advised they would replace the insulin pump. Customer agreed to return the device for analysis.